Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had started to leak after 12 days of use. There was no reported patient involvement and outcome.

Manufacturer narrative:
Evaluation summary: one product was received for evaluation. The product relates to the reported complaint event. A visual inspection was performed, and it was observed the cuff presents three small cuts, the failure mode cut in cuff is confirmed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.